Event description:
Procedure: wedge resection. According to the reporter: staples malformed on the second firing. Another device was applied and additional tissue was resected. Oozing bleeding reported as under 200cc.